Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') and ovarian cyst ('ovarian cyst') in an adult female patient who had essure (batch no. C22910) inserted for female sterilisation. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and ovarian cyst (seriousness criterion medically significant). The patient was treated with surgery (bilateral salpingectomies,removal of essure implants and right ovarian cystectomy). Essure was removed on (B)(6) 2020. At the time of the report, the ovarian cyst outcome was unknown. The reporter considered ovarian cyst and pelvic pain to be related to essure. The reporter commented: at this time, the left fallopian tube was ligated with ligasure and removed the essure implant at the same time with ¿its entire coils remove from the tube and the intrauterine portion of the coils. The contralateral tube and essure implant was removed in a similar fashion. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: satisfactory positioning of the both essure implants with findings suggesting bilateral tubal occlusion. ¿concerning the injuries reported in this case, the following one/ones were described in medical records:ovarian cyst and pelvic pain lot number: c22910 manufacturing date: 2014-02-07 expiration date: 2017-02-28 . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 5-aug-2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') and ovarian cyst ('ovarian cyst') in an adult female patient who had essure (batch no. C22910) inserted for female sterilisation. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and ovarian cyst (seriousness criterion medically significant). The patient was treated with surgery (bilateral salpingectomies, removal of essure implants and right ovarian cystectomy). Essure was removed on (B)(6) 2020. At the time of the report, the ovarian cyst outcome was unknown. The reporter considered ovarian cyst and pelvic pain to be related to essure. The reporter commented: at this time, the left fallopian tube was ligated with ligasure and removed the essure implant at the same time with ¿its entire coils remove from the tube and the intrauterine portion of the coils. The contralateral tube and essure implant was removed in a similar fashion. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: satisfactory positioning of the both essure implants with findings suggesting bilateral tubal occlusion. Concerning the injuries reported in this case, the following one/ ones were described in medical records: ovarian cyst and pelvic pain. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.